Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in the journal article that one patient experienced intra-operative femoral fracture that required fixation with cables. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: lack of anatomical reconstruction of the joint, dislocation, migration of stem short and long term, splitting of bone, improper initial setting of the implant due to wrong size implanted (incorrect size chosen) => possible: the size of the implant which was used is unknown, therefore it cannot be excluded, that the bone fractured due to a wrong implant size chosen. Conclusion summary: it is stated, that the surgeon is familiar with the surgical technique and that it was followed. There were no contributing conditions related to the reported event. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(6).

Event description:
It was reported that the patient was implanted a revitan hip stem (catalogue number unknown) on an unknown side (exact date not reported). Currently, the patient is being monitored due to bone fracture.